Event description:
Event description cpi received information that this large patch lead was capped due to a fracture. The physician elected to removed the entire system, the implantable cardiovertor defibrillator (ICD) and other leads, and will implant a pectoral system at a later date.